Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that at 16:35pm on (B)(6) 2020, the "factory 12hr xylene standard" protocol comprising 120 cassettes was started in retort a and subsequently abandoned by a user at 17:28pm on (B)(6) 2020 during step 1 (fixation step) of the protocol. At 17:16pm on (B)(6) 2020, the "factory 4hr xylene standard" protocol comprising eight (8) cassettes started in retort b and completed at 08:30am on (B)(6) 2020. (The laboratory has set the "factory 4hr xylene standard" protocol for a delayed start with a required end time of 08:00am.) At 17:31pm and 17:32pm on (B)(6) 2020, error code "5000" was recorded on two (2) and three (3) occasions respectively when a user attempted to schedule the "16hr protocol" in retort a with the following associated information was displayed to the user: "protocol unable to schedule; reagent unavailable. Check station configuration, retort a, step =13" in each instance. This error code was displayed due a scheduler conflict in which the instrument scheduling algorithm identified that the selected "required end time" would have resulted in step 13 of the "16hr protocol" requiring wax usage during the wax maintenance tasks scheduled following completion of the "factory 4hr xylene standard" protocol started in retort b at 17:16pm on (B)(6) 2020, when adjusted for the duration of the "16hr protocol". Wax maintenance tasks are scheduled at the completion of a tissue processing protocol to ensure the cleaning of the wax; and the instrument scheduling algorithm does not allow wax usage during execution of wax maintenance tasks. At 17:33pm on (B)(6) 2020, the "factory 12hr xylene standard" protocol, which comprised 20 cassettes, was started in retort a and completed at 06:59am on (B)(6) 2020. Based on the information provided by the complainant, it was determined that that the tissue samples exhibiting sub-optimal tissue processing, which were the subject of this complaint, were derived from this protocol. No error/event codes were recorded during execution of this protocol. Although the specific size of the variety of tissue samples, which included lung and gynaecological tissue exhibiting sub-optimal processing were not provided, it was determined based on the information provided that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. The complainant advised that a member of the laboratory staff involved in this event had reported unsuccessfully attempting to schedule a16 hour processing run; but another member of the laboratory staff had been able to run a 12 hour protocol, which represents a 25% decrease in processing time. Section 8.2.1 of the leica peloris/peloris ii user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
The leica tac helpdesk engineer - pathology received a complaint detailing the following in relation to peloris ii rapid tissue processor serial number: (B)(4): "customer advised that on (B)(6) 2020 this instrument came up with an error 5000 -protocol unable to schedule, reagent unavailable. Check station configuration. The requested protocol could not be scheduled because there are not enough reagents of the required type available. Check that the instrument setup has enough of the required reagent bottles available for the protocol selected, and that these reagents are present and within threshold limits. Customer also advised that they have wax and xylene in the condensate bottle so could be an issue there". On 03 june 2020, the local leica technical assistance centre received the following information from the complainant: "the report given to me by staff is not consistent with the event logs. They have told me that 113 blocks were processed of which 34 were poorly processed from a variety of tissue including lung and gynae tissue. The event log suggests that only 20 were on this run. I think it is likely due to reagent not being available and that machine has probably substituted reagent for another bottle. I know that fixation was not the issue, as some of the blocks were extra blocks taken from samples that had previously had blocks taken from them." On 03 june 2020, the local leica technical assistance centre helpdesk engineer - pathology received the following further information from the complainant: "to be absolutely clear the processing incident occurred on the (B)(6) it is probable that I got the days a bit mixed up sorry for that. The unprocessed tissue was reprocessed satisfactorily and the blocks were diagnosable. In my investigations I checked both the fixation and size of tissue. As they were from a variety of cut-ups I still think it is down to processor error. I suspect that the bottles were not up to the correct level before processing started. The member of staff involved reported that she had tried to start a 16 hour processing run, but was unable to do this on this machine and so this makes me think that there may have been a problem with reagent levels. Another member of staff was able to run a 12 hour on this machine, but there were 2 baskets and so this might explain why the 12 hour run started. Sorry for the confusion". On 03 june 2020, leica biosystems melbourne received the following information documented by the complainant: all cases involved in this event were diagnosable; the affected processing run was a 12 hour protocol comprising 113 cassettes, which started in retort a at 17:30pm on (B)(6) 2020 and completed at 06:59am on (B)(6) 2020; the tissue in 34 of 113 cassettes from the affected protocol exhibited sub-optimal processing; the affected tissue samples were "soft" and could not be sectioned; and the affected tissue samples were re-processed using a "long machine reprocessing schedule". On 05 june 2020, a leica biosystems field service engineer (fse) visited the laboratory to assess the operation and function of the instrument. The fse found the instrument to be "clean and in good condition; the condensate bottle was empty and dry; the results for both the minimum verification tests and upper and lower valve tests met the required acceptance criteria; a "full test run" completed "without any errors".